Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). An update on the return status of the pump was requested. The rep reported that the hcps have "not replaced the pump yet".

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone and "another anesthetic" via an implantable infusion pump. The concentration, dose, lot numbers, and concomitant medications were unknown and unobtainable. The indication for use was not noted and the patient medical history was listed as none. It was reported that logs showed a motor stall and a stopped pump may exceed tube set message occurred, during normal use. No diagnostics or troubleshooting was performed. The hcp programmed the pump again; however, the stall was not recovered. Replacement of the pump would be planned soon and was not scheduled yet. The issue was not resolved, at the time of the report. The patient status at the time of the report was "alive - no injury". Details about what happened to the patient, relevant to the event, were not specified. On 2015-12-03 the company representative reported that the hcp was not able to provide information about the drug in the pump. Also, that the pump had not been replaced yet. No further information was provided.